Event description:
A clerk reports that following intraocular lens (iol) implant surgery, a pt reported blurry vision at all distances and poor visual quality. The lens was exchanged. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken/torn in the gusset area ( not returned). The remaining haptic was bent in the gusset and distal region. The optic was torn/split with a cut-like appearance in two pieces. Both optic portions were scratched on the anterior and posterior surface. An optical inspection could not be conducted due to lens damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 06/13/2008, 06/18/2008, 06/23/2008 and 06/30/2008 by phone, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 07/11/2008.